Event description:
New electric beds with half rails. Impression is: 1. Small gap between rail & mattress although it meets specifications. 2. Resident small and somewhat active became caught between open end of side rail and mattress. Resident is ok (note skin tear did not come from incident). Facility is experimenting with bolster mattress and/or having new mattress custom made, or doing away with side rails altogether.